Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: observed creases on the device. Yellow particles observed the inside of the device. Observed wear abrasion on the device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported a left side deflation. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a deflation. Device remains implanted. This relates to the left side.

Event description:
The device has been explanted.